Manufacturer narrative:
Upon investigation, it was determined that the problem was caused by a malfunction of the power supply. The power supply was replaced, resolving the issue. The device remains at the customer site, and no further evaluation is needed at this time.

Event description:
It was reported to philips that the device was not functioning. There was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to request information about the resolution of the reported problem, but no response was received, and no information was made available. The final disposition of the device cannot be confirmed because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.